Event description:
It was reported that the patient had problems with walking, balance, and stability when the stimulation was turned on and off. The only time this did not occur was when the previous device battery was 100% dead, which was sometime in (B)(6) and then replaced. The problems began sometime in 2005 when the patient had a tumor removed around his left ear that was near his lead wire, and the patient was concerned it may have been nicked during surgery. Please see manufacture report no. 6000032-2012-00125 with respect to the previous device and tumor removal. It was also reported that when the patient used the patient programmer to turn stimulation on he felt a tingling sensation randomly when not adjusting the device for a few seconds. The patient's tremors have improved when stimulation was on, but not to the point of the previous device. The patient had tried different settings. Subsequent information received reported that the patient was still having concerns with his device or therapy but had not sought further help. It was noted that the patient planned on seeing a new doctor. No patient outcome was provided. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that in (B)(6) 2012, the patient¿s implantable neurostimulator (ins) died and he went without stimulation for 2 months (when he could get scheduled replacement surgery).  It was stated that the patient had perfect balance and could walk without assistance during the 2 month period where the battery was dead. Prior to the battery depletion that patient had ambulation difficulties due to having a tumor removed from his ear. For information regarding the tumor removal and the previous device refer to manufacturer report # 6000032-2012-00125. However, the patient reportedly still had tremors in his right hand.  It was further stated that following the replacement surgery in august 2012, the patient¿s ambulation symptoms returned.  The patient reportedly had no balance and could not ambulate without assistance.  Three weeks later, the patient was not getting tremor control and went to his healthcare provider (hcp).  The hcp reportedly checked the ins and stated that groups a and b did not work and stimulation was not getting to the lead, so the hcp created group c (this seemed to be a different hcp than his normal hcp in the va system).  It patient was then checked by his managing hcp and all programs were said to be working. The hcp reportedly performed mris and CT scans and nothing was found wrong with the lead or extension.  It was also stated that the patient was convinced that there was some flow of current to the lead even though he had turned the device off.  The patient wanted to disconnect the lead to see if he would get back to good ambulation and balance (like when his battery died).  The hcp stated that ¿off was off¿ and there was no need to disconnect the extension from the ins.  There was no known shocking or jolting.  It was then stated that the patient had turned stimulation off for 2 months to see if he could ¿replicate dead battery symptom free status¿ he felt when his ins (prior) was dead.  It was noted that the patient still had balance and ambulation difficulties with tremor.

Event description:
Additional information reported that when the patient experienced ataxia. The patient claimed that since their implantable neurostimulator (ins) was replaced they have had walking and balance issues although their healthcare professional (hcp) believed that the ins was not the issue. It was noted that when the patient¿s ataxia greatly improved when their prior ins died until the device was replaced. The hcp did not want to perform any interventions for due to the patient¿s ¿medical reasons¿. It was confirmed that high impedances were observed on electrode #2 with all combinations (6000-7000 ohms) when the device was last checked in june 2013. It was noted that when the hcp increase the stimulation to 7 to 8 volts, where the patient could feel the stim, they experienced a shock. It was reported that the hcp was not using electrode #2 in the patient¿s programming for ¿sometime now¿ and reprogramming around the affected electrode was attempted. It was also reported that the patient had ¿great therapy¿ relief from 1999 to 2007 but then, after ear surgery, ¿things changed¿.

Event description:
Additional information received reported that the patient continued to have concerns regarding his device or therapy but was working with his hcp or manufacturer¿s representative. It was noted that the patient had a new appointment because ¿no one got back to him¿ for the appointment he had set for (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387-40, lot# l70765, implanted: (B)(6) 1999, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID 3387-40, lot# l70765, implanted: (B)(6) 1999, product type: lead.

Event description:
Additional information received reported the cause of the event was unknown. There was high impedance on contact 2, group a 413, group c within normal limits and currently using. On (B)(6) 2014 the patient saw the neurosurgeon and was undergoing a workup for right ventral intermediate nucleus (vim). It was noted that if gait issues persist they will then discuss disconnecting or removing left implantable neurostimulator. Signs and symptoms were gait. The patient had not required hospitalization and there was non-serious injury/illness, gait. There was a neuropsych evaluation scheduled for (B)(6) 2014 and a 'cesc' conference on july 2nd 2014.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# l70765, implanted: (B)(6) 1999, product type lead. (B)(4).

Event description:
Follow up reported the patient received assistance from their doctor and an appointment was noted for (B)(6) 2013. The patient was still having concerns regarding their device or therapy but they were working with their doctor or representative. It was unknown when the next appointment would be. It was noted in the physicians's noted that the patient¿s left stimulator had high impedances of 6000 to 7500 on contact two and all combinations using two. The patient no longer felt the usual transient paresthesias at the same strength as before. The physician increased stimulation to see if the patient could feel paresthesias better. When they increased to 8.0 volts the patient felt a very strong current delivered to their right arm and face along with capsular effects of facial pulling and right arm pulling. The sensation was also noted as ¿an eruption of jolt/side effect.¿ the device was turned off immediately. After a few minutes the patient still felt like they had a cramping sensation in their right arm. This resolved over 2-3 minutes. The patient¿s feet were elevated and after five minutes they returned to baseline. Later the patient felt their right posterior arm and upper thoracic region was still ¿tight.¿ the physician programmed a group d with zero volts ¿so the patient would not get a residual current.¿ the patient tried group d for several days with no difference with the device on or off. The pain on the right side did not resolve and was severe for several hours. The pain level which was noted as a 6 to 8 took almost a week to go away. The patient was convinced that there was still a ¿trickle¿ of current through the wire when the stimulator was off and wants their physician to paresthesias the stimulator or wants them to revise/reposition the lead to keep tremor control and rid them of their gait ataxia. Patient said groups a and b do not work, no tremor control and no side effects, both use contact 2. Patient brought a video to their appointment from 2012 and the physician noted ¿the patient was walking well along a straight line, although there was some mild separation of feet when walking, not wide based but not normal.¿ patient believes the stimulator is causing the ataxia and the physician believes that the patient ¿has some mild baseline ataxia as part of their essential tremor progression, exacerbated by surgery in 2007 and perhaps some mild contribution from stimulation-induced ataxia as well.¿ the physician noted ¿the stimulation ataxia cannot be significant as it persists even when the stimulator was turned off for a month, and even if the patient is right that some current can trickle, it would not be enough to cause this major disruptive ataxia. A lead revision was not indicated by the physician and would not make sense for the additional reason that the patient would lose their tremor control. The patient does want the contralateral side done and this would be considered. It was later reported the patient thought it felt like the ¿wires were nicked or something.¿ the patient noted when stimulation was increased to 8 it ¿shocked them.¿